Manufacturer narrative:
Investigation is ongoing. Device remains implanted.

Event description:
As reported by a field clinical specialist, approximately 6 years post tavr procedure, a patients (presumed) 29mm sapien 3 valve was failing. The method of failure was stenosis with two immobile leaflets as per echo. Since a 29mm valve looked oversized, the physician chose to do a valve in valve with a 26mm sapien 3 ultra valve inside the pre-existing valve. The valve was successfully placed. There were no allegations or complaints of early valve failure.

Event description:
Per medical records review, there appears to be valve degeneration/deterioration as there is a noted trifecta of: implant age > 6 yrs, + stenosis, + ham.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2, h6: clinical code, device code, type of investigation, investigation findings, investigation conclusions and h10 has been updated. The device was not returned to edwards lifesciences for evaluation. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this event is not required at this time. The complaint for "post-implantation - svd - degeneration/ deterioration" was confirmed based on medical records provided. A review of complaint history did not reveal any manufacturing nonconformance that could have contributed to the reported event. A review of IFU/training materials revealed no deficiencies. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not yet fully understood. Many factors can contribute to the onset and propagation of calcification including patient-related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As reported, "approximately 6 years post tavr procedure, a patients (presumed) 29mm sapien 3 valve was failing. The method of failure was stenosis with two immobile leaflets as per echo." Per medical records, patient had hypothyroidism. In addition, patient was also taking vitamin d for hypothyroidism, which helped patient to increase the calcium absorption, and it would also increase the risk factor of leaflet thickened or immobile leaflets resulting in valve degeneration. In this case, there was no allegation or indication a device malfunction contributed to this adverse event. As such, available information suggests that patient factors (hypothyroidism) may have contributed to the complaint event. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor pra is required at this time.